Manufacturer narrative:
Evaluation summary: we checked the returned product and confirmed that the blurry image was caused due to a defect on the ccd unit. In addition, we confirmed that the light guide fiber bundle (lcb) disconnection; however, it is not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This report is being filed as part of the pentax backlog management plan.

Event description:
The image gets blurry. This event occurred at the time of before use. There was no report of patient harm.